Event description:
The pt is implanted with two leads (from the same lot). It was reported the pt was in a motor vehicle accident. Afterwards, the pt was receiving inadequate coverage. Reprogramming to resolve the issue was unsuccessful. X-rays were taken and revealed both leads had migrated. On (B)(6) 2012, the leads were repositioned. Repositioning the leads resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.